Event description:
Plastic coating of stylet detached from stylet when stylet removed from ett after intubation. 10 cm piece of plastic coating remained in ett which was in infant's esophagus. Infant electively extubated due to the plastic piece in original ett and reintubated.